Event description:
The user facility reported that using the involved angio-seal entire device and plug came out while the device was being pulled on. Hemostasis was achieved by 15 minutes manual pressure. Type of procedure performed was a cardiac angioplasty. No blood loss was reported. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not needed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received om 02 jan 2023: there were no difficulties with the arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues with the insertion of the device. Patient is stable and it confirmed that the whole device pulled out. No testing was performed to confirm that there were no parts of the device left in the patient.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: care facilitator, cath lab/ep. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. The device was visually inspected and found to be in used condition with visible signs of blood. The sheath and carrier tube were found to be fully mated. The device was returned in rear lock position and with the collagen, suture and tamper tube fully deployed. No anchor was found. No other damage or issues were noted. The complaint was confirmed for a partial deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been insufficient insertion depth due to sheath movement out of the patient before deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).